Manufacturer narrative:
For the investigation the provided logfile and the returned parts were analysed. The described ventilator failure was confirmed by means of the logfile. It was found that on (B)(6) 2024, the ventilator detected a wrong motor position and forced an autonomous shutdown to safety mode according to specification, directly after automatic ventilation was started. In the following the ventilation mode was automatically changed to man/spont while the appropriate alarm was given. Like two days before (MDR report number: 9611500-2024-00392, (B)(4)), the user again restarted the device and continued the ventilation without any further problems. On site the rolling diaphragm was replaced on (B)(6) 2024. The visual inspection showed marks on its surface in form of a hole. Possibly the diaphragm was mounted incorrectly and therfore rubbed against the ventilator housing in an irregular way. For proper function of the ventilator a vaccum is generated between piston and diaphragm to avoid the diaphragm getting wrinkled during operation. In case of a leakage (e.g. Caused by a hole) inside one of these two diaphragms, generation of a sufficient vacuum pressure and thus automatic ventilation might be restricted. Manual ventilation and monitoring functions as well are not affected. The vacuum pressure (min. -80 hpa) is controlled by a pressure sensor. If the lower limit couldn¿t be reached, device alarms for reinstall ventilator and an additional prompt (check ventilator) is displayed. Finally, it is not possible to identify the exact root cause, however it is assumed that the motor was temporarily blocked due to an incorrectly fitted rolling diaphragm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that apollo (B)(6) had another vent fail during use. There was no patient harm due to this.

Event description:
It was reported that apollo asnc-0001 had another vent fail during use. There was no patient harm due to this.

Manufacturer narrative:
Investigation was just started. The result will be forwarded in a follow up report.